Event description:
Dealer is stating that the power switch is bad. No other information provided. Additional non-reportable complaint for this device; dealer is alleging that the pilot valve is defective.